Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working and it could not be charge. The patient underwent an ipg replacement. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working and it could not be charge. The patient underwent an ipg replacement. The patient was doing well postoperatively.